Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is experiencing loss of lock. The recipient is presenting with no sound following a head trauma incident. External equipment was exchanged, however, the issue did not resolve. Revision surgery will be scheduled.

Manufacturer narrative:
Additional information: sections: d.6b & h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly experienced a head trauma; however, no medical intervention was needed. The recipient's issue has resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's device was reportedly discarded and will not return to advanced bionics for analysis. A review of the device history record was completed, and no anomalies were noted. The recipient has recovered. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.